Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the customer was hospitalized due to high blood glucose with blood glucose of 470 mg/dl and the insulin pump was under delivering. Customer's wife stated that the customer was hospitalized for three to four months because his blood glucose was high and was at 470 mg/dl at that time. The customer's current blood glucose is 373 mg/dl. Customer also experienced blood glucose level such as 530 mg/dl. The customer felt sick as a result of high blood glucose. The customer was mentioned no delivery and offered troubleshooting and they stated that event was resolved by changing complete set. The customer was treated by intravenous insulin. Troubleshooting was done for high blood glucose. Based on customer report customer does allege insulin pump was under delivering. The insulin pump will not be returned for analysis.